Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-43034, related manufacturer reference number: 2017865-2022-43036. It was reported the patient presented for follow-up in clinic with a hematoma present in the pocket caused by an infection. Upon interrogation, it was discovered the atrial lead exhibited increased atrial sensing and capture threshold. X-ray confirmed the atrial lead had dislodged. The entire pacemaker system was explanted. The patient was in stable condition.